Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired to the dexcom app but did not pair to the ilet, and the user was guided to toggle the ilet cgm setting from g6 to g7 and reenter the four-digit pairing code, after which the user was advised that pairing could take 15¿30 minutes and to call back if unsuccessful. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care. Customer support included troubleshooting and user education on device setup. Investigation of this case revealed a pairing difficulty between the ilet and the dexcom g7 consistent with user setup or configuration, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup error or transient connectivity behavior during initial pairing.